Manufacturer narrative:
All available information was investigated, and the reported torn ci was confirmed. The reported inability to open the clip in anatomy was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn ci appears to be related to procedural conditions (ci caught in clip). The reported inability to open clip in anatomy was likely due to procedural conditions (interaction between torn ci material and clip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed. Upon removal, it was observed a piece of the clip introducer (ci) was stuck inside one of the grippers underneath the clip arm. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.